Event description:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2003 and pelvicol and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted concurrently with anterior and posterior repair due to sui, cystocele, and rectocele with urethral hypermobility. It was reported that the patient underwent placement of suprapubic catheter and cystoscopy on (B)(6) 2013 due to post-operative urinary retention. (B)(4).

Manufacturer narrative:
Date sent to FDA: 05/25/2016.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.